Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Symptoms were returning. Patient asking how to increase stimulation. Patient increased from 0.70 to 0.80 and said she could feel it. Symptoms reported was loss of therapy. Event date was (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.